Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that the cubie pocket was unable to pop up. A field service engineer (fse) confirmed that the customer removed the broken cubie, replaced it with a new one, and verified proper operation by testing it in the hardware test application (hta). After the issue was resolved, the system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer was jammed and a cubie pocket was unable to pop up. The customer attempted to reboot the station and performed a storage recovery, but the issue could not be resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.